Event description:
It was reported the right atrial (ra) lead had an insulation failure, the unipolar impedance was higher than the bipolar and there was poor capture thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.